Event description:
It was reported that an unknown solution administration set leaked. The reporter stated that the set was being used with a sigma pump when it leaked blood onto the floor after patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.